Event description:
The customer reported that the system was disconnected from power before it had completed the shut down process and then would not complete the boot up process. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded with version nineteen. The system was tested and found to be working as intended and put back into service.